Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. All of the buttons functioned properly and no button error alarm or unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer's daughter called and reported customer received a motor error alarm on the insulin pump during basal rate insulin delivery. A button error. Customer's blood glucose was 125 mg/dl. No significant events leading to the alarm were recalled. On (B)(6) 2015, the customer was hospitalized with low blood glucose of 55 mg/dl. She also received a motor error alarm on the insulin pump on the same date. Customer's blood glucose level was 80 mg/dl at time of the motor error. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis. At the time of this report, customer's blood glucose was 200 mg/dl.